Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2981 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2022 3:00 am, during the inspection, the nurse found that the patient's bed sheet had leaking liquid, checked the patient's infusion pipeline and catheter, and found that the transparent interface of the patient's PICC catheter fitting was broken, immediately stopped the infusion and gave patient PICC dressings and catheter fittings replaced.